Event description:
It was reported that the lead integrity alert (lia) triggered and the patient reported to the emergency room. The right ventricular (rv) lead exhibited non-sustained ventricular tachycardia episodes and high lead impedance. The lead was reprogrammed and detections were turned off. The lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076, lead, implanted (B)(6) 2006; 4194, lead, implanted (B)(6) 2006. (B)(4).